Event description:
Affiliate reported that the anterior fontanel was open as a result the device was revised as a blockage was suspected.

Manufacturer narrative:
During the investigation of the device it was noted that an occlusion could not be confirmed. The valve was tested and it flowed as expected. It was noted however that the device failed the programming test as biological debris was seen throughout the device. This was the apparent root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.